Event description:
The manufacturer received information alleging a ventilator's blower was not working. The device was not in patient use. The ventilator was returned to a third party service center for evaluation. The device's blower motor was replaced to address the issue.